Event description:
Reporting status: serious injury - medical intervention; disability. Reporting rationale: stent dislodged and was embedded in the vessel. Device issue: stent dislodgement. It was reported that during a ptca/stent procedure, after a drug-eluded stent (des) placement, a dissection was noted distally in the lad. The vision stent was used, but resistance was felt. Then, the stent became dislodged from the sds inside the proximal edge of the stent. The lost stent was compressed against the side of the stent and the coronary vessel. Then, another was stented over the lost vision stent at the proximal edge of the first des stent. Another vision stent was used to cross the des stents and to treat the distal dissection. The case was completed without any further incident. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Quality assurance analysis revealed that the catheter was returned without blood visible and there was contrast in the inflation lumen and in the balloon. The stent had dislodged from the balloon and it was not returned. The balloon had not been inflated and it was tightly folded. There were crimp marks on the balloon between the balloon markers. There was a kink in the shaft 10.5 cm distal to the guide wire exit notch. There was no other damage noted to the catheter. Product performance engineering reviewed the incident information and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology and patient disease state, physician technique, and accessory devices. Based on the information received with the complaint, the inability to cross and the stent dislodgement may be related to the fact that the vision stent was being used to treat an area distal to another stent. There may have been resistance or interaction during the attempt to advance through the other stent. The instructions for use (IFU) cautions about stenting distal to a previously placed stent, as it may lead to damage and/or dislodgement of one or both stents. The stent delivery system (sds) was returned, but the stent was dislodgement and it was not returned. The only damage to the sds was a kink in the shaft. This may have been a result of reported resistance during the attemmpt to access the lesion. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. However, no conclusive root cause can be determined for the dislodgement. Product performance engineering will trend and monitor the incident circumstances. The lot history record was reviewed and there were no non-cnformances associated with this product lot. The profile dimensions on all catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage, placement, and security. The MDR is considered closed by the product performance group.